Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming entangled in anatomy) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade of 4 with a2/p2 broad jet. During positioning, the clip got caught in chordae. An attempt to free the clip was performed but was not successful. The clip was able to be placed a3/p3 and deployed, reducing mr to grade 1-2. No additional information was provided.